Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided complete pump reset information, guiding the customer through the pump reset process. After the reset, the pump did not display the cgm error, and the customer successfully initiated their sensor session.